Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed in x-ray. The patient underwent a revision procedure wherein the lead was just pulled down and remain implanted. The patient was doing well postoperatively.